Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device exhibited noisy signals and oversensing on the left ventricular (lv) channel. There was low amplitude noted on the presenting. Technical services (ts) recommended reprogramming options. The patient was referred to the physician for lead extraction. This device remains in service. No adverse patient effects were reported.